Event description:
Related manufacturer report number 3006705815-2022-13655. It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had high impedances and patient's ipg had become inoperable due to patient not charging the device as recommended. In turn, surgical intervention was undertaken wherein one of the leads and the ipg were explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead had high impedances, both leads are being reported.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect high impedance.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-00743. It was reported that patient was not receiving adequate therapy from their scs system following an atv accident. X-rays did not show any abnormalities. Reprogramming was attempted with no success. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-00743.